Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer replaced the ise nozzle, vacuum nozzle, degasser, sample probe, sipper nozzle, and pinch valve tube. He then performed ise check cycles and sample testing with acceptable results. The instrument was performing within specifications. The troubleshooting actions performed by the engineer resolved the issue. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 1 patient sample tested on a cobas pro ise analytical unit. Results for the sodium (na) test were affected. Initial result: 163.8 mmol/l. Repeat result: 146 mmol/l (tested on another analyzer). The repeat result was deemed to be correct.